Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 238 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer stated that the insulin did not exit . Customer reported that unable to complete troubleshoot as no delivery alarm came up without the reservoir connected so not issue with set and reservoir connection. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No unexpected no delivery alarm noted. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.